Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year and six months post port placement procedure, the port catheter was allegedly fractured. It was further reported that the port was removed. It was further reported that the patient experienced pain with injection. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation and two electronic photos were provided for review. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture and identified deformation and wear issues as partial circumferential break was noted to the catheter approximately 7.1cm from the distal end of the cath-lock. The edges of the partial circumferential break was uneven and the surface was rounded in one region and granular in the other region. Further, multiple kinks were noted on the catheter. During functional evaluation, leak from the partial circumferential break was noted upon infusion and was unable to be aspirated. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024), g3, h6 (device, method). H11: g1, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year and seven months post port placement procedure, the port catheter was allegedly fractured. It was further reported that the patient experienced pain with injection and no medical intervention reported. Reportedly, the port was removed. There was no reported patient injury.